Event description:
It was reported that a sterility issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation for the procedure, the physician noted that the sterile bag had been torn. The procedure was completed using another of the same device, and there were no patient complications.

Manufacturer narrative:
B3: 01/01/2025 used as approximate date of event. E1 initial reporter city: (B)(6).

Manufacturer narrative:
B3: 01/01/2025 used as approximate date of event. E1 initial reporter city: (B)(6). Device evaluation by MFR: the returned product consisted of the opticross hd imaging catheter. The sterile bag was not returned for analysis. The catheter was found to have a sheath detached from the telescope. The sheath was also kinked. The allegation against the sterile bag was not able to be confirmed, as it was not returned. However regarding the detachment and kink, once a kink has occurred it creates a tensile force to the sheath in the distal section of the device, which could lead to a detachment of the sheath from the distal mount in the telescope section of the device. Therefore, since no deviations in the manufacturing process were identified during the DHR review, and since the sheath kinked found could cause the sheath detachment from the distal mount, adverse event related to procedure is the assigned cause for the encountered sheath detachment. Because the sterile bag was not returned, the investigation was assigned a conclusion code of cause not established.

Event description:
It was reported that a sterility issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation for the procedure, the physician noted that the sterile bag had been torn. The procedure was completed using another of the same device, and there were no patient complications.